Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was at end-of-service level when received. Analysis of the device image indicated the device was operating with auto mode enabled. Longevity assessment found the device was implanted beyond its projected battery life, consistent with normal longevity. Electrical and mechanical tests performed indicated normal end-of-life device functionality.